Event description:
It was reported that pump displayed malfunction alarm with code malf 0 and corresponding fault ID, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions on how to reset pump, successfully reset it without recurrence of the malfunction, was advised to continue using pump, and was instructed to call back if problem returned.